Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported during an angioplasty procedure in the superficial femoral artery via contralateral approach, the drug coated balloon allegedly twisted during inflation. It was further reported that, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation.the returned sample analysis confirms the balloon was twisted when the balloon was inflated at the target lesion. The returned sample has striations and wrinkles in the middle of the balloon approximately 137 ¿ 148 mm from the distal tip of the catheter.the root cause of the twisted balloon during inflation could not be determined based upon the available information received from field communications and the returned sample analysis. Labeling review: instructions for use states: section 5.4 device use/procedure precautions states: the lutonix® catheter should be advanced to the target lesion as fast as possible (i.e. ~ 30 seconds) and immediately inflated to appropriate pressure to ensure full wall apposition (balloon to artery ratio = 1:1). Always advance and retrieve the lutonix® catheter under negative pressure. Section 13.6 use of the lutonix® catheter: step 4. While the balloon is still fully deflated and under negative pressure, advance the lutonix® catheter through the introducer sheath and over the wire to the site of inflation. During catheter advancement, inspect the catheter shaft for damage. Step 9. Apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under adequate visualization. D4 (expiry date: 04/2021), h6(method: 4111). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during an angioplasty procedure in the superficial femoral artery via contralateral approach, the drug coated balloon allegedly twisted during inflation. It was further reported that, another device was used to complete the procedure. There was no reported patient injury.